Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes and oversensing on the right ventricular (rv) lead during a device detected high rate non-sustained episode. In addition, the rv lead r waves were trending lower. The leads remain in use. No patient complications have been reported as a result of this event.